Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed calcium result is sample integrity. The IFU for dimension vista calcium flex reagent cartridge contains the following information: "complete clot formation should take place before centrifugation. Serum or plasma should be physically separated from cells as soon as possible with a maximum limit of two hours from the time of collection. Specimens should be free of particulate matter." The instrument is performing within specifications. No further evaluation of the device is required

Event description:
A falsely depressed calcium result was obtained on a patient sample. The result was not reported to the physician. A repeat of the same sample was run and a higher result was obtained and reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed calcium result.